Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  during implant of the pacing lead blood adhesion in the stylet lumen made insertion of the stylet difficult. The lead was not used. No patient complications have been reported as a result of this event.